Event description:
Patient was revised due to cup loosening.update 06/27/2013 - litigation papers received alleging that the patient suffers from pain and excessive levels of chromiumcobalt. The existing MDR decision has been reversed and the feomoral head has been reported.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation. The complaint is considered closed.